Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 06/09/2014 to report the purely yours breast pump she uses exclusively to express her breast milk for her infant for the past 6 months, elicited a burning smell, motor base became hot and she noted smoke coming from the ac adapter near the plug. Customer reports no injury or burn occurred during this event.

Manufacturer narrative:
A replacement purely yours breast pump with ac adapter was sent to customer on 06/09/2014. Customer was sent a (B)(6) return label for shipment back to ameda, inc. For investigation of complaint. Purely yours motor base and ac adapter were not returned despite contacting the customer several times.